Event description:
Out bound call to patient. Spoke to patient's husband, reported previous cassette malfunction said he called cnss and was told to change out cassette and that fixed the issue, patient did not stop infusion. I asked him to hold the cassette off to the side until we send return box, he verbalized understanding. Exact date of malfunction unknown. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace device? Yes. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved, resolved? Ongoing? Reported to (B)(6) by: patient/caregiver.